Event description:
Information was received in aug 2005 from pt with a history of osteoarthritis, back pain and spasm (pt takes percocet and is involved with a pain management practice to control the back pain), who experienced left knee pain and pain on injection. The pt began treatment with synvisc about three weeks later. The pt received a series of synvisc injections into the left knee in 2005, a week after and nine days later . In 2005, the pt experienced very good results after the first injection and was nearly pain free. Next day, after the second injection, pt experienced the onset of pain which was worse than before synvisc and had to begin to use their cane again. The pt also experienced pain on injection during the second and third injections. In july 2005, the pt discussed possible pain medication with the physician because the pain was worsening. The physician declined to prescribe pain medication at that time. About 48 hours after the third injection, the pt experienced the onset of excruciating pain. The pt took one percocet. In july 2005 pt contacted their physician and physician recommended more percocet. The pt was reluctant to take more percocet because "pt must take it according to their directions or pt will run out." The physician did not offer an additional prescription. The physician suggested voltaren, but pt had been prescribed voltaren approx three weeks ago. The physician suggested glucosamine but the pt had already started glucosamine. The pt called the physician back several hours later to tell him that pt was unable to take the pain. The physician prescribed lorcet 10/650 one tablet every four to six hours for pain and methylprednisolone 4 mg 21 tablet taper: 6 tablets, 5 tablets, 4 tablets, 3 tablets, 2 tablets and 1 tablet. At the time of this report, the pt was on day three of the taper and had not yet recovered. Additional information was received in aug 2005 from the rheumatologist. The pt had a medical history of grade 3 moderate osteroarthritis in the left knee for years with joint narrowing and osteophytes. Previous treatment included nsaid's and steroids. Effusion was not collected prior to any injection. In july 2005, the pt experienced left knee pain. In aug 2005, the pt received an intra-articular depomedrol injection for the left knee pain. Exudate was not collected after the last synvisc injection. The rheumatologist assessed the causality of the left knee pain as possibly related to synvisc. At the time of this report, the pt had not yet recovered and was scheduled for a follow-up appointment if pt wasn't better.